Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: premature deployment. Time of malfunction: during prep. Symptoms/ae: na. It was reported that pre-procedure, during the unpacking of the xpert stent, the physician noted the tip was already open. The device was not used in the patient. No additional information is available.